Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the slitter blade was damaged and appears to have been held at an angle while slitting, producing many scrape marks on one side and slight scrapes on the other.

Event description:
It was reported that while attempting to slit the catheter, the catheter severed. One third of the catheter remained inside the introducing system. Another slitter was opened and the physician was successful in removing the remaining catheters. No patient complications were reported as a result of this event.